Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 clip partially formed was fed due to an anti-backup failure and formed 13 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup and lockout failures. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a mediastinoscopy procedure, when the device was fired, no clip came out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.